Event description:
It was reported that balloon ruptured occurred. (B)(4). The balloon was inflated twice. However, during the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: a mustang device 24 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 22mm in length and extended from a position 5mm proximal of the proximal marker band to 16mm distal of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in a shunt in a severely tortious and severely calcified vessel of the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was for dilatation. The balloon was inflated twice. However, during the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.